Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with appropriate noise reversion episodes as well as high v rate episodes which were actually ventricular lead noise. There were no other electrical anomalies. Patient will be brought into clinic for testing.